Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the physician implanted a single coil right ventricular lead. During defibrillation threshold test the threshold was high. The lead was changed to a dual coil defibrillation lead and able to defibrillate. No patient complications have been reported as a result of this event.